Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed battery fail twice on two separate days. Customer does not recall any significant events leading to the error, but indicated that she is a new pump user. Customer's blood glucose was 258 mg/dl at the time of incident. Troubleshooting was done for battery fail and customer was advised that a new replacement battery cap would be provided to her and to rewind and prime and then call back if further assistance is needed. No further information was provided.